Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced occlusion alarms and elevated blood glucose (bg) levels since pump start; bg values were not provided. Insulin via insulin pens was administered to address bg. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.